Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (patient weight updated).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient did not think it was acting right and the device was giving the patient a really bad shock. The patient checked their device and they were on program 3 and it was supposed to be on program 2; the patient didn¿t know how it got changed, unless the patient changed it by accident. The patient changed it back to program 2 and it was noted to be comfortable; troubleshooting resolved the reported issue. No further complications were reported/anticipated.